Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implant surgery, the patient was not able to tolerate the vision. The lens was removed and replaced in a secondary surgery with another power of lens. The surgeon stated it was an incorrect iol power. Additional information has been requested.